Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history file was reviewed, indicating that the device was released according to the product specifications. The ring was returned and evaluated. The ring was found to operate according to its specification and the alleged failure could not be duplicated. Anastomotic leakage is one of the most common complications of colorectal anastomotic procedures. The current cumulative leak rate found with the use of the car device is within the range reported in the literature for anastomosis devices.

Event description:
A patient underwent open sigmoidectomy and rectopexy procedure for rectal prolapse. The anastomosis was performed with the car. On one month follow up, the pt complained about pressure in his rectum. CT scan revealed pelvic abscess with perforation. The pt was treated with drainage. Three days later, the pt was re-operated due to increase of fluid and CT scan that revealed rectal perforation.